Manufacturer narrative:
The reported complaint was not confirmed as a complaint sample was not available for manufacturer eval. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint as it confirmed the labeling, material, and process controls were within specification. There were no deviations or non-conformances during the manufacturing process.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. The blood leak was visually observed within the dialyzer. The machine did not alarm. Estimated blood loss was less than 250ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The sample was discarded by the user facility and was not available for manufacturer evaluation. Upon f/u the clinic nurse stated they were aware they had used a dialyzer that was past the expiry date.